Manufacturer narrative:
Product analysis the guidewire, dispenser gun and accessories were returned the distal end of the guidewire was returned separate to the rest of the guidewire, the detached pieces were damaged medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the closure system vs-403 venaseal ous ea, strong tension was felt when attempting to withdraw the guidewire while the blue introducer was in place. It appears that the guidewire became caught at the tip of the blue introducer during removal. The physician attempted to resolve the issue by pulling on the wire, after force was applied several times, the guidewire was removed and the tip was found to be severely bent. After it was withdrawn from the patient¿s body and inspected, during the process of straightening the tip, the guidewire fractured. No fragments remained inside the patient¿s body and no other issues were observed. The procedure was completed using another venaseal kit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.